Manufacturer narrative:
Follow-up #1 12/09/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: no rebooting was observed in the black box history. The battery compartment was observed to be cracked and corrosion was found inside the battery compartment. A pump leak test was performed and the keypad and battery compartment were found to be leaking. The pump booted to the verify screen with appropriate alarms. The pump was exercised for 24 hours without interruptions. Unrelated to the complaint, the keypad was observed to be torn at the contrast button and the display screen was observed to be miscolored.

Event description:
The patient reported that the pump rebooted; he reported that he heard the pump rebooting and saw the verify screen. The issue first occurred two weeks earlier and reoccurred prior to the call. The patient reported no damage to the battery cap or pump and he reported that the pump did not alarm low or replace battery.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.